Event description:
Event description boston scientific received information that this atrial lead had been exhibiting impedance measurements greater than 2500 ohms due to a conductor coil fracture. Therefore, the lead was removed from service and replaced without further incident.